Event description:
It was reported that the device was unable to sit flush with the hub and gives a push back. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample has been provided and the investigation could not confirm whether a quality related issue has resulted in the customer reported problem. The reported problem could not be verified or confirmed with confidence; therefore, no further action will be conducted at this time. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).